Event description:
It was reported that: "acute deep venous thrombosis (dvt) is noted involving the right axillary vein(s). Acute deep venous thrombosis (dvt) is noted involving the right axillary vein(s). Thrombus was associated with a PICC line. Acute superficial venous thrombosis (svt) is seen involving the right basilic vein of the upper arm. Thrombus was associated with a PICC line." It was also reported that on (B)(6) 2021: "no change in patient condition."

Event description:
It was reported that: "acute deep venous thrombosis (dvt) is noted involving the right axillary vein(s). Acute deep venous thrombosis (dvt) is noted involving the right axillary vein(s). Thrombus was associated with a PICC line. Acute superficial venous thrombosis (svt) is seen involving the right basilic vein of the upper arm. Thrombus was associated with a PICC line." It was also reported that on (B)(6) 2021: "no change in patient condition."